Event description:
Customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated troponin (accutni) result generated by the unicel dxc 600i synchron access clinical system for one patient. Customer tested a patient sample for accutni and obtained a result of 5.40ng/ml which repeated at 0.04ng/ml. The erroneous result was reported outside of the laboratory. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Sample was collected in bd lihep tube and centrifuged at 3300 rpm. Qc prior to and following the event met specifications. System check run on (B)(6) 2009 and (B)(6) 2009 met specifications. A field service engineer (fse) was on-site (B)(4) 2009: fse verified alignments, transducer voltage, mixer speed and ran diagnostic testing which all met specifications. Fse verified system as operating within specifications. Customer had no further issues since the service visit. Customer technical support (cts) discussed proper sample handling and sent supporting information to customer in regard to sample handling. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.